Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a make sure heater bag is on heater train alarm during fill one of their therapy. The patient reportedly cancelled the treatment in fill one of three due to noticing wetness at the bottom of the cycler. Upon further inspection the patient found fluid at the cassette compartment of their cycler. Following the discovery of fluid, the patient contacted a technical support representative for assistance. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to complete their treatment. The cause for the leak was unknown. Additional information has been solicited but unavailable.

Manufacturer narrative:
The peritoneal dialysis registered nurse reported the patient was treated with prophylactically with intraperitoneal (ip) antibiotics. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.